Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1788t competitor implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that during an office visit, the device interrogation showed that an electrical reset had occurred and the reset message was cleared. It was further reported that the device had reached end of life (eol) and it was suspected that elective replacement indicator (eri) was likely triggered due to battery impedance. Device replacement was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced due to normal elective replacement indicator (eri).